Event description:
It was reported that the right ventricular (rv) lead exhibited damage. An x-ray was performed, confirming the rv lead damage. On (B)(6) 2026, the physician capped and replaced the rv lead. There were no patient consequences reported.